Event description:
It was reported that a pump experienced constant door not fully latched messages. There was also no patient injury reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation confirmed reported symptom of constant door not fully latched messages. Unit was received inoperable due to "door not fully latched" alarm caused by a loose link screw. The alarm was resolved during evaluation by adjusting the screw with the door performing as expected. The link screws were replaced during the repair process.